Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records and x-rays. Device history record (DHR) review was unable to be performed as the part/lot number of the device involved in the event is unknown. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: initial ops notes were not provided. Revision surgery was performed on (B)(6) 2019 for pain, loose femur & tibial component. Also, the tibial component was subsided. All the components were revised during the surgery without complication. (B)(6) 2020, the patient was present with pain and moderate effusion of the knee. The x-ray review identified no change in the femoral component position. But, the tibia plate was slightly subsided on the lateral view. It also states : additionally, the tip of the stem is closer to the lateral cortex of the tibia than on the immediate postoperative xrays which likely means loosening and migration. The radiolucency line will be continued to monitor. The complaint is confirmed. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: upon receipt of additional information, it was determined that this product should not have been reported under this MFR number. This initial report should be voided and a corrected report has been filed under MDR number:0002648920-2022-00078.

Event description:
See h10 narrative.

Manufacturer narrative:
(B)(4). Concomitant medical products: item#:unknown; kne-nexgen-tibial full block augment, size 4 10mm;lot#: unknown, item#: unknown;kne-nexgen-stemmed tibial component, size 4; lot#:unknown, item#: 42540000035;all poly patella cemented 35 mm diameter; lot#: 63586415, item#: unknown;unknown nexgen tm distal femoral augment f, 10mm (medial); lot#: unknown, item#: unknown; unknown nexgen tm distal femoral augment f, 5mm (lateral); lot#: unknown, item#: unknown; unknown nexgen lcck femur f; lot#: unknown, item#: unknown; unknown nexgen lcck articular surface, 10mm; lot#: unknown, item#:unknown; unknown nexgen stemmed extension; lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01381. 0001822565 - 2020 - 01380.

Event description:
The patient underwent a right total knee arthroplasty approximately 3 years ago. The patient was revised due to pain and tibial/femoral component loosening. After the revision the patient's symptoms improved until the one year follow up, which he reported increasing pain. Upon x-ray review, the surgeon noted the tibia appears to have subsided with some radiolucent lines present suggesting loosening. No revision has been scheduled at this time but is pending follow up in six months.